Manufacturer narrative:
H6: corrected conclusion code. H6: added method code 4114 - the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Engineering evaluation stated the following: the identity of the devices were not provided; therefore, the device history record could not be examined to identify any potential root causes attributable to the manufacture of the device. The event description could not be confirmed, as no identity or images of the devices were provided for the evaluation.

Manufacturer narrative:
A review of the manufacturing records could not be conducted since the requested lot number is not available.

Event description:
On an unknown date in (B)(6) 2018, the patient was implanted a gore® acuseal vascular graft in the right elbow to the upper arm for a dialysis shunt. The patient tolerated the procedure. On an unknown date, a gore® propaten® vascular graft was implanted to extend the gore® acuseal vascular graft to an upper arm. It was reported after the gore® propaten® vascular graft was implanted, only the gore® propaten® vascular graft was cannulated for dialysis. On an unknown date in (B)(6) 2019, it was observed the gore® propaten® vascular graft had thrombotic stenosis. A percutaneous transluminal angioplasty (pta) was performed to resolve the stenosis of the gore® propaten® vascular graft. The gore® acuseal vascular graft was incised and the pta catheter was inserted from the gore® acuseal vascular graft. It was reported when the gore® acuseal vascular graft was incised, it was observed that the gore® acuseal vascular graft near the incised site had been delaminated. The pta was completed with no reported issue. The delamination site was sutured along with the incised site closing. It was reported the gore® acuseal vascular graft had been cannulated.